Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of broken grip cable at the distal end to be related to the customer reported complaint. The root cause of this failure was attributed to a component failure. A review of the device logs for the monopolar curved scissors instrument (part# 470179-19 / lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on(B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors instrument broke, and it was unknown if the fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that the wire of the monopolar curved scissors (mcs) instrument was broken. It was unknown if the fragment fell into patient. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. Ports were placed. There was no patient injury. The procedure was completed robotically. The issue was resolved with a backup instrument.